Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid circumflex artery with heavy tortuosity and calcification, pre-dilatation was performed. A 2.5x15 mm rx xience prime stent delivery system (sds) was advanced but could not cross the target lesion due to the anatomy, force was applied against resistance and the proximal shaft separated. The device was simply withdrawn from the patient anatomy. There was no interaction of devices. A non-abbott stent was deployed to treat the target lesion. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.